Event description:
It was reported that the customer experienced a blood glucose (bg) level of 427 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was released from the ER 8 hours later with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.